Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The device was leaking near the drain tube. The leak was attributed to the cracks in the enclosure. The crack/damage was attributed to the user. A user interface issue was therefore established as the root cause. The enclosure, plate clip, and micro switch were replaced. The pcb was also upgraded.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was leaking from a crack in the casing. No patient injury or complications were reported in relation to this event.